Manufacturer narrative:
Qn # (B)(4). A visual, dimensional, functional, inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported.

Event description:
Saline water was found leaking from the balloon during a surgery. Therefore, the user removed the device and replaced with a new one to complete the surgery. Additional information: we received the more detailed information from the customer via sales rep: the user inserted the device and fixed it by saline water in a laparoscopic surgery. When inserting a 10mm camera, he/she found saline water leaking from the device. He/she removed it and found that the balloon was ruptured.

Manufacturer narrative:
(B)(4). The customer returned one unit 412944 weckvista access balloon port 12mmx70mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that the balloon was partially detached from the cannula at the proximal end. The observed damage indicates that the balloon was over-inflated. The sample appears used as there is biological material present on the device. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture.". A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Unintentional user error caused or contributed to this event. The reported complaint of "device leak - balloon" was confirmed based upon the sample received. The device was returned with the balloon partially separated from the cannula at the proximal end. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Saline water was found leaking from the balloon during a surgery. Therefore, the user removed the device and replaced with a new one to complete the surgery. Additional information: we received the more detailed information from the customer via sales rep: the user inserted the device and fixed it by saline water in a laparoscopic surgery. When inserting a 10mm camera, he/she found saline water leaking from the device. He/she removed it and found that the balloon was ruptured.